Event description:
A 2.50mm diameter x 12mm length endeavor sprint rx drug-eluting stent was inserted into a pt for treatment of a circumflex lesion. It is reported that resistance was noted loading the device into the guide catheter / sheath. The anatomy and stenosis of this pt was reported to be complex with 99% stenosis. A failed attempt was made to reach the target lesion. It is reported that the stent dislodged from the balloon. The stent remained in circumflex of the pt. A second endeavor sprint rx drug-eluting stent was successfully implanted. Pt status post procedure was reported to be okay. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: method: other (procedural images). Results: resistance encountered during advancement into guide catheter / sheath and device not removed and inspected. Complex anatomy and stenosis. Stent dislodged. Conclusion: resistance encountered during advancement into guide catheter / sheath and device not removed and inspected. Complex anatomy and stenosis. Eval summary: procedural images were returned for eval. The stent delivery system has not been provided for eval. Review of the procedural images showed the target vessel to be severely stenosed. The physician had placed a wire down the target vessel and another wire in the adjacent vessel, possibly for support. Images were captured of the lesion being pre-dilated once; however, this did not appear to greatly improve the blood flow. No images were captured of the advancement or retraction of the endeavor sprint rx drug-eluting stent from the vessel. However, images were captured of the dislodged stent in the vessel. From the info received it appears most likely that the resistance encountered when advancing the device through the guide catheter impacted on the stent retention of the device and this coupled with the pt morphology resulted in the dislodgement as reported.